Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had three sensor's in row and sensor cannula was missing and one had the sensor cannula a bit shorter than normal. The customer's blood glucose value was 8.7 mmol/l. The customer was not reporting that the sensor cannula needle was fractured while in the body. The sensor will be returned for analysis.